Event description:
It was reported that during set up for a da vinci s sacrocolpopexy, the surgical staff experienced system error code 23013. The site contacted an isi technical support engineer to assist in troubleshooting this issue; however, it was determined that this system error code would be likely to re-occur during the case. The patient was under anesthesia and the port incisions had been placed when the surgeon made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that issue experienced by the customer to be associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The 23013 system error code appears when the da vinci s safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a recoverable safe state. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.